Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-00624. 3005168196-2021-00626.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils), a smart coil detachment handle (handle), and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous and narrowed. During the procedure, the physician placed six non-penumbra coils into the target vessel using the microcatheter. Next, the physician advanced a smart coil into the target vessel using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. Therefore, the handle was removed. The physician then attempted to detach the smart coil using a new handle; however, the smart coil failed to detach. Therefore, the handle was removed. Subsequently, upon removal of the smart coil, the smart coil detached within the microcatheter. Therefore, the microcatheter containing the detached smart coil was removed. Afterwards, a contrast run was performed that indicated that the target location was successfully embolized with the previously placed coils. The procedure ended at this point. There was no report of an adverse effect to the patient.